Event description:
The customer reported that the system's live screen had no image during a procedure. The display was black and white with no image. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be identified or duplicated. The system was operating as intended. However, as a precautionary measure, the video control, system interface and display adaptor boards were reseated.